Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted will not be returned as it was discarded by the medical facility.